Manufacturer narrative:
Date of event is unknown; awareness date has been used. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard the needle only partially retracted. The user experienced a needlestick. The following information was provided by the initial reporter: it was reported by customer the needle in the bd insyte auto guard can pop out without user awareness. The needle in the bd insyte auto guard can pop out without user awareness and may put staff and/or pts at risk for needle stick. On 25may2022: called clinician described that it is believed there is a design flaw in which a hole on the bottom allows the needle to slip through, confirmed that the clinician did stick themselves and break skin as there was blood when the glove was removed. Will send samples for analysis.

Event description:
It was reported while using bd insyte autoguard the needle only partially retracted. The user experienced a needlestick. The following information was provided by the initial reporter: it was reported by customer the needle in the bd insyte auto guard can pop out without user awareness. The needle in the bd insyte auto guard can pop out without user awareness and may put staff and/or pts at risk for needle stick. 25may2022: called clinician described that it is believed there is a design flaw in which a hole on the bottom allows the needle to slip through, confirmed that the clinician did stick themselves and break skin as there was blood when the glove was removed. Will send samples for analysis.

Manufacturer narrative:
H6: investigation summary: bd received a video of a 20 gauge insyte autoguard blood control unit from lot 2014280 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer reviewed the provided video and determined that the needle had been retracted and by applying force to the bottom of the device the needle can be exposed as it slightly unretracts, exposing the needle. This is normal to the design. Therefore, based off the provided video the reported defect could not be confirmed. Since no defects were found during investigation a definitive root cause could not be determined. H3 other text : see h10.